Event description:
It was reported that the patient underwent a surgical procedure to implant a new malleable penile prosthesis following the previous removal of another device. There were no patient complications. It was noted the new malleable device was implanted to serve as a placeholder, though no further details could be obtained. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.